Manufacturer narrative:
The insulin pump was unable to prime during the prime test, due to the motor support disc being loose. The basic occlusion and excessive no delivery tests could not be performed, due to the prime anomaly. However, the displacement and rewind tests passed.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she was connected to the insulin pump during priming and delivered an entire reservoir full on infusion into her body. The reported blood glucose reading was 11 mg/dl. At the time of report, insulin was squirting out during the manual prime. Nothing further was reported.